Event description:
It was reported that the lead was bent near the tip of the electrode. The lead was not implanted, another lead was implanted; there was no issue with the patient.

Manufacturer narrative:
(B) (4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.